Event description:
It was reported that when using the bd pyxis¿ es server, the specific device was not displaying the patient details. The patient information was provided and could be viewed on ephi, but it was not appearing on the device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patient details were not shown. A technical support specialist (tss) found that the patient was in discharged status, that¿s why it was not shown on the station. The customer acknowledged patients needed to be readmitted. The system functioned as intended after the technical support specialist investigated the issue.